Event description:
It was reportd that (1) tlc75 was used during a sigmoid colectomy procedure. It was reported by the rep the tlc75 did not fire. It is unknown how the case was completed. There was no consequence to pt.